Event description:
It was reported that during an unknown procedure, the surgeon was using the device for ten minutes. The surgeon attempted to take the ovarian artery on minimum setting and the vessel bleed port transection. The surgeon attempted to seal the bleeding vessel unsuccessfully with the device. He felt that the instrument was not behaving normally and then switched to bipolar scissors. There were no adverse consequences to the patient. Additional information: blood loss was minimal, 50-100ml no transfusion required. Size of the vessel or artery? 3mm surgeon did not change the setting on the generator to achieve better; settings remained at 3 and 5.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.